Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset procedure, and confirmed that the malfunction code did not recur. The customer was instructed to contact technical support again if the issue reoccurred and was allowed to continue using the pump.